Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was not impacted. Reportedly, the customer would obtain manual injections as alternate insulin therapy.